Manufacturer narrative:
(B)(6). Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4), mexico or baxter healthcare ¿ (B)(4). United states. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cloudy bags were observed during use of an em2400 valve set due to port 5. The issue was identified during delivery in the pharmacy. The port was clamped off. However; the bags continued to have cloudiness (reduced). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to h6 medical device problem codes. H6: medical device problem codes a1801will be omitted, replaced with a050401. Should additional relevant information become available, a supplemental report will be submitted.